Manufacturer narrative:
On january 8, 2026, mentor received additional information that indicated that the patient has been scheduled for breast implant removal surgery on (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On march 29, 2026, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a tear within an area of shell abrasion on the posterior view, measuring approximately 0.4 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. The contralateral device was also received (lot number 7395885). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On february 26, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 6, 2026, mentor received additional information that the correct right breast implant was 475cc mentor memorygel breast implant (catalog: 3504751bc lot: 7431441 sn: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On january 30, 2026, mentor received additional information that indicated that the patient's implants were replaced bilaterally with two mentor gel implants.

Event description:
It was reported that a patient underwent breast augmentation revision with two 475cc mentor memorygel breast implants. Post-operatively, the patient felt lump under the right armpit and was diagnosed, via ultrasound, with right breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).